Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as (B)(4). The correct FDA rn number was (B)(4). H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in used condition without stent graft that reportedly had been deployed inside patient. A deficiency or an indication for malposition could not be identified on the returned sample. Provided images demonstrate the placed stent inside the vessel such that the distal end is in a tight curve but a device deficiency cannot be identified. The image demonstrates the landing zone after deployment but the intended placement site and the position directly before deployment was not known so that a statement in regards to malposition cannot be made which leads to inconclusive evaluation result. The stent graft was placed inside another fluency, an 8fr introducer and a 0.035" guidewire were used for access; the proximal end of the stent graft was placed in a straight section of the lumen before deployment, and the system was straightened. Based on available information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Holding and handling of the system throughout deployment was found sufficiently described. Stent graft misplacement was found mentioned as a potential adverse event. The instructions for use further states: 'the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated', and 'the device has not been tested for use in an overlapped condition with another fluency plus stent graft.' H10: d4 (expiry date: 04/2025), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure for the left upper arm loop graft repair of enlarging aneurysm, the stent allegedly had obstruction of flow. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2025). Device pending return.

Event description:
It was reported that during a stent placement procedure for the left upper arm loop graft repair of enlarging aneurysm, the stent allegedly had obstruction of flow. The procedure was completed using another device. There was no reported patient injury.